Event description:
The ballon was inserted into the esophagus over the guide wire. Upon reaching the site for dilation, the balloon was inflated. The balloon did not inflate fully. The balloon was withdrawn from the patient and successfully inflated outside of the patient's body. The physican decided to use an alternative balloon by another manufacturer, which inflated successfully.